Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on user's behalf that the adhesive of the listed device would stick to the cap. Blood glucose level increased as a result and correction bolus given to correct. No adverse health outcome resulted from this event.